Event description:
This incident was reported by the healthcare provider (hcp), and limited information has been made available. According to the details provided, the patient experienced an unspecified eye infection in both eyes (ou). Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the diagnosis of an eye infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both right and left eye and patient was wearing a different device model in each eye. Please refer to linked manufacturer report (B)(4) for second associated incident report.

Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed. This incident involves both right and left eye and patient was wearing a different device model in each eye. Please refer to linked manufacturer report (B)(4) for second associated incident report.